Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation and blisters at sensor patch adhesion site. Patient sought medical intervention on (B)(6) 2014 for blistering. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient reported feeling better.